Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, and the pump had multiple lines that indicate the pump had abrupt power offs. The pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was ran on the pump. After 23.6 ml's were infused, the pump powered off. A new battery was put into the pump, battery reset was completed, and a new 100 ml infusion was started. The volume infused was 97.33 ml. The programmed volume was 100 ml. So, the flow rate deviation is - -2.67%. The flow rate accuracy is within +/- 5%, which meets the passing criteria. The reported issue is confirmed. The reason the pump did not infuse without an alarm was an abrupt power off. The root cause is battery with an insufficient charge.

Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.

Event description:
A distributor received information from a nursing supervisor that the pump did not alarm and did not infuse. The reporter indicated that the pump acted like it was infusing and when the patient came into the clinic the infusion bag was full.good faith effort for additional information on 4/13/2023 indicated the event occurred during infusion of 5fu. The volume to be infused was 232 and was being administered through a port. The reporter indicated there were no kinks, occlusions, or visible defects in the tubing. The reporter also noted that there was not a backup device.